Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the user interface (ui) pcb assembly as well as the ui to stack flex cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported issue was a thermally sensitive integrated circuit (ic) chip, designator u2. The removed ui to stack flex cable assembly was an ancillary part and there was no failure.

Event description:
The customer contacted physio-control to report that their device was intermittently booting up with a white display.  A white display is indicative of a device lockup condition that could delay or prevent defibrillation, if it were necessary.  There was no patient use associated with the reported event.